Manufacturer narrative:
Evaluation summary: the sample was returned by the customer. A visual examination of the exterior of the returned sample showed indentions on bottle indicating its use. The cap was removed to observe the solution; which appeared to have no visible particulates, and had typical odor, coloring and clarity. The complaint history was reviewed for this lot and there were two other complaints reported for red eyes and no other complaints reported for pink eye. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Additional info was requested by mail on 12/14/2010 from the consumer and by fax and mail on 01/10/2011 from the doctor. Completed questionnaires were received from the consumer on 01/07/2011 and from the doctor on 01/10/2011. (B)(4).

Event description:
The mother of a consumer reported that her son experienced red bloodshot eyes following use of this product. He was seen by his doctor who diagnosed pink eye and was treated with an antibiotic/steroid. The mother stated that with treatment, her son's eye began to get better, but when he used the product again, he experienced the same reaction. The mother reported that her son visited the doctor several times and once he was weaned off the steroids, his eye cleared up. A completed questionnaire was returned by the consumer on (B)(6) 2011 who reported he experienced blood shot eyes, that were gritty and felt like he had sand in his eyes. He reported he began to be sensitive to lights and his vision became foggy and he could not wear his contacts. He stated his doctor thought it was pink eye and he was treated with steroids and an unspecified eye drops and his eyes cleared up. The consumer reported he returned to contact lens wear and his eye problems returned; he was treated with steroid therapy a second time and his eyes cleared up. He has changed to a different contact lens solution and is doing well. The optometrist's questionnaire was returned on (B)(6) 2011 where she diagnosed her pt with infiltrative keratitis. She stated that she did not suspect the solution as the cause. She was suspecting the problem was that her pt was swimming in his contacts. She reported that she treated him with steroids and plans to refit him with daily wear contact lenses. On (B)(6) 2010, the doctor reported her pt had not returned for follow-up.